Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure for hypoplastic left heart syndrome (hlhs) in a child, stent migration occurred. Under normal circumstances, this case would be treated by emergency surgical intervention, but the physician attempted to treat this case by this alternative intervention. A 9 mm diameter hole as made on the atrial septum, but it shrank to 3mm in diameter. In orer to keep the hole to 9mm in diameter. The physician attempted to deploy the express-biliary ld, pmtd, 8.0x20x75cm stent on the thin membrane at the atrial septum. The 6f long sheath was inserted from the femoral vascular access site. After the guidewire crossed the target region, the stent was inserted and deployed. When the physician attempted to withdraw the delivery balloon, the deployed stent migrated to the right atrium. The stent was delivered to the inferior vena cava (ivc) with the delivery balloon, and the stent was pressed to the vessel wall using a synergy 10x20 mm balloon. The procedure was terminated. The physician decided to observe the pt at that point in time. The next surgical procedure for this pt was scheduled for three weeks later. The purpose of the procedure is not for retrieving the migrated stent, but for treatment of the hlhs, but the stent will be removed in that operation. Pt status is reported as "stable."

Manufacturer narrative:
Device analysis. The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available.